Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise noted on the atrial lead in a remote session. The noise could not be reproduced in clinic and patient is followed on a monthly basis via merlin@home. There were no reported adverse consequences for the patient.